Event description:
The MFR's service tech reported while performing an upgrade to the international unit per a recall notice, during pre-upgrade testing, the unit would not power on. There was no problem reported with the ventilator prior to upgrade service. The unit was not in use, therefore there was no pt harm or involvement. The service tech replaced the power supply to correct the finding. The replacement power supply had the approved snubber pcb installed as directed in the recall notice. Final testing was completed and the unit passed per operating specs. Factory failure analysis of the power supply confirmed the service tech's reported findings. Testing revealed the power supply would not function due to open fuses, and there was physical damage to the power supply and snubber board due to arcing. Damage to the snubber pcb may result in a malfunction of the power supply. Malfunction of the power supply during use could cause the ventilator to shut down.

Manufacturer narrative:
Na